Event description:
The customer reported experiencing high blood glucose of 300s, 400s, and even higher. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Days later, the customer called back to report that her blood glucose has been as high of 599mg/dl and as low as 25mg/dl and ended in the hospital. The customer stated that they believe she developed antibodies to insulin, but still there is no evidence yet. The customer stated that they are in the process to determine what is causing to have a wild blood glucose swings. The customer was treated with an insulin drip to flush out the ketones. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.